Event description:
The customer reported a frozen screen. The customer was unable to remove the battery cap. Therefore troubleshooting was not possible. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a bleeding liquid crystal display due to a cracked liquid crystal display glass. The insulin pump had a frozen display due to a broken component. The insulin pump was also received with a stripped battery cap coin slot.